Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow up, increased rv threshold was observed. Externalized conductors was observed during the lead extraction procedure. The lead was capped and replaced when complete extraction became difficult. Patient condition was good after the event..